Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the sensor did not deploy properly thus the sensor wire did not insert on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.